Event description:
It was reported that the bd bactec¿ fx, instrument top, packaged experienced false negative results. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: within the first 36h > 90% of the blood culture bottles become positive, our current positivity rate is 12%. After striking out all approx. 140 blood culture bottles at two time points, no pathogen could be grown anymore, we are thus at a positivity rate of 0%.

Manufacturer narrative:
Device expiration date: na. Initial reporter phone #: (B)(6). Initial reporter fax #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: complaint was opened on bactec fx 441385, sn: (B)(6). Customer reported that the fx witnessed an unknown issue that caused the incubation function to stop for 37 hours but no alarm sounded. When found, all bottles were showing negative. The bottles were subcultured and incubated again for a 5 day period and remained negative after gram staining. Customer alleges possible false negatives as 140 bottles all gave negative results, and their labs normally witness a positivity rate of (B)(6). Log files were reviewed for the instrument and no abnormalities were witnessed up until the night of the event. The files go blank at 11:14pm on (B)(6) 2021, and resume (B)(6) 2022. Logs showed until that point the machine was functioning as intended and all temperatures were stable. After this blackout period the logs resume as normal. As the instrument read all bottles as negative, and manually subculturing two times produced the same negative results, we are unable to determine the root cause. Bd quality has decided to confirm this issue as an unknown software glitch. DHR review was not required as this does not allege an early life failure. No samples were returned for analysis. Quality will continue to monitor for future issues associated with this failure mode. H3 other text : see h.10.

Event description:
It was reported that the bd bactec¿ fx, instrument top, packaged experienced false negative results. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: within the first 36h > 90% of the blood culture bottles become positive, our current positivity rate is 12%. After striking out all approx. 140 blood culture bottles at two time points, no pathogen could be grown anymore, we are thus at a positivity rate of 0%.